Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of a burning sensation, and blisters/welts while wearing the mcot flexwire with nissha a10042. The patient did seek medical treatment from their doctor. The patient did use a prescription or otc medication (topical anti-inflammatory). The patient did follow the skin preparation. The patient did not report any skin sensitivity/allergies to adhesives or metal.

Manufacturer narrative:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of a burning sensation, and blisters/welts while wearing the mcot flexwire with nissha a10042. The patient did seek medical treatment from their doctor. The patient did use a prescription or otc medication (topical anti-inflammatory). The patient did follow the skin preparation. The patient did not report any skin sensitivity/allergies to adhesives or metal. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing th electrode - pad - cloth - nissha a10042 is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.